Manufacturer narrative:
The lead has been returned for analysis. Once analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this lead was attempted and not used. During the implant procedure, and prior to pocket closure, while suturing the lead, there was out-of-range (oor) high impedance measurements therefor the lead was not used. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned and there was a visible cut in the lead lumen at 147-150 mm from the terminal pin. There was also dried body fluid found in the lead lumen.